Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The patient experienced erosion at the cuff site. It was also mentioned that the patient underwent a period of radiotherapy, the physician feels that is the cause of the reported event. The aus was explanted and replaced. There were no additional patient complications reported.